Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal hysterectomy and bilateral salpingo-oophorectomy due to incontinence and interstitial cystitis. The patient experienced urinary retention problems, bladder infections, bladder spasms, abdominal pain, urinary tract infections, cystitis, incontinence, extreme painful intercourse and placement of catheter. The patient underwent repair of severed urethra and excision of eroded mesh on (B)(6) 2005 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information patient codes: (B)(4) ¿ urinary frequency additional narrative: it was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
Additional patient codes: (B)(4) - burning sensation, (B)(4) - discomfort. Additional narrative: it was reported that following insertion the patient experienced burning sensation and discomfort.